Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ arterial cannula with bd floswitch ¿ 1-way stopcock leaked from the cannula. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one used sample was returned for investigation. V-cut was observed on the catheter near to the adapter. Bd inspected the returned unit and confirmed the reported observation of leakage. The source of the defect could not be determined. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Investigation conclusion: leakage was caused by the v-cut on the catheter and the v-cut was formed when cannula pierced through catheter. The nonconformance could had happened during manufacturing or product manipulation. Since the v-cut will result in cannula pierce through catheter, the nonconformance should be able to detect and reject by lie distance vision system. Thus, the root cause was unable to be determined.